Event description:
During a right heart catheterization, pa pressure was measured without difficulty. Then staff unable to perform cardiac output. All external equipment was rebooted or changed with no benefit. Unable to record cardiac output via thermal dilution method. Staff took blood samples instead and calculated via fick method. Swan ganz catheter was in patient longer than it had to be. Conclusion was that swan was faulty.